Event description:
The lay user / patient contacted lfs on (B)(6), 2010 alleging an unspecified error message on her one touch ultra meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: the patient mentioned that she would intermittently obtain an unspecified error message on her one touch ultra meter. She does not recall what error message she had obtained on her meter. At an unspecified time after the alleged issue began the patient developed symptoms of feeling sweaty, and experienced fast "heart rate". The patient was unable/unwilling to verify whether she received any medical attention due to the reported issue. She denied that there was any misuse of the product. The reported issue was not resolved. The meter was replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, how long symptoms lasted and whether or not she received any medical attention. The complaint is being reported since the patient was unable to test due to the unspecified error message and later developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.